Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken door was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a broken pump head door. The door was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with a broken door. It is unknown when or in which care area this event occurred. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.